Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 29.0, 33.0 and 135.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside. The coagulated blood inside the introducer sheath was able to be removed by the penumbra investigator prior to the functional test. Resistance was then encountered while advancing the returned smart coil through the hub of a demonstration microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered while advancing the returned smart coil through the hub of a demonstration microcatheter and the smart coil could not be advanced any further. The offset coil winds likely contributed to the reported resistance and the resistance experienced during the functional test. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. These kinks likely occurred due to forceful advancement against resistance during the procedure. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior cerebellar artery using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was tortuous and severely calcified. During the procedure, the physician placed a non-penumbra coil in the target vessel using a non-penumbra microcatheter. While attempting to advance a smart coil out of its introducer sheath and into the hub of a non-penumbra microcatheter, the physician experienced resistance at the distal tip of the introducer sheath and the embolization coil would not advance out; therefore, it was removed. The physician then checked the smart coil and attempted to re-advance it into the hub of the microcatheter; however, resistance was encountered again at the same position. Therefore, the physician removed the smart coil and the procedure was ended. There was no report of an adverse effect to the patient.